Event description:
The hospital reported that during a coronary artery bypass procedure, the point on the aortic cutter of the heartstring iii proximal seal system " did not go straight when depressed but went to the side so that surgeon cut his finger." The surgeon confirmed that it was not the blade but it was the "board on the cutter." The aortotomy was completed successfully, therefore, a replacement unit was not needed to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigaiton. A supplemental report will be submitted when the investigation is complete. (B) (4)